Event description:
The event is reported as: package is torn/broken. No injuries reported.

Manufacturer narrative:
Product has not been received for investigation at time of this report. A follow-up investigation report will be sent when completed.